Event description:
When administering paclitaxel/taxol using braun tubing, braun pump, braun excel bags, phaseal c60 and braun 0.2 micron filters it has been reported that they are left with approximately 30 ml residual volume in IV bag that will not infuse (the pump alarms "infusion complete"). Patients have been noted to have developed side effects of stinging and burning when taxol is being administered on peripheral sites, a good blood return was documented, but they discontinued the infusion and changed the peripheral site. The patients developed darkening of the veins and development of knots on the venous track occurred 2-3 days after the taxol infusion was given. No other side effects were noted. Hospital confirms that this is only with paclitaxel.